Manufacturer narrative:
(B)(4). The returned chamber was visually inspected for cracks. Results: the chamber was cracked at the base of the dome, consistent with the chamber having sustained an external impact. A lot check revealed no other similar complaints for this lot number. Conclusion: all chambers are pressure tested during production and those that fail are rejected. This suggests the cracks developed post production, during transport, storage or use. The shape of the crack suggests that it occurred as a result of an external impact. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that an mr210 adult humidification chamber had a crack. This was reported to have occurred before patient use.